Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter may have been found before use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "she found the tube when she was taking out the recycling and she found the tube in the grass. She states that there was a white substance in the tube. She picked up the tube with a plastic bag and wrapped in multiple plastic bags before disposing of it in the general garbage. She states that there was no blood in the tube just a white substance which I explained may be the gel in the tube." The incident was reported by an employee at a doughnut retailer as she was taking out the recycling.

Event description:
It was reported that foreign matter may have been found before use with a bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "she found the tube when she was taking out the recycling and she found the tube in the grass. She states that there was a white substance in the tube. She picked up the tube with a plastic bag and wrapped in in multiple plastic bags before disposing of it in the general garbage. She states that there was no blood in the tube just a white substance which I explained may be the gel in the tube." The incident was reported by an employee at a doughnut retailer as she was taking out the recycling.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.